Manufacturer narrative:
Correction to h6 coding. Addition to h4 device mfg date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue inside air/water channel. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had pulsating image.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information from the final investigation. Updated fields: h2, h6, h11. Corrected fields: b5, h6, h11. Based on the results of the investigation, the most probable cause of the malfunction pulsating image was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.